Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that monaco 6.00.01 sends the incorrect number of fractions in dicom treatment plan. The customer conveyed that they have software in place that detects differences between the number of fractions in the dicom treatment plan and the prescription. The customer has not informed elekta of any actual mistreatments. Based on the data and information provided, elekta have been unable to reproduce the problem experienced by the customer. There is no evidence or claim that the daily dose would be incorrect or that the individual fractions would be delivered incorrectly. The planning, scheduling, delivery and recording of the patient's daily treatments are performed independently of the dicom treatment plan in the "record and verify" system. This part of the treatment delivery workflow would be carried out according to the physician's actual intent. In the context of the larger workflow, the number of fractions within the dicom plan is a piece of dependent information that must be reconciled with the content of the "record and verify" system rather than the primary source of truth. The daily and total plan doses actually delivered to the patient would be expected to be correct and there is no risk of mistreatment to the patient.

Event description:
The customer reported that monaco 6.00.01 sends the incorrect number of fractions in dicom rtplan.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.